Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was doing a stretching exercise because of chronic pain. She heard a popping sound from there and she put a heating pad on the back and realized it was over the interstim device and the area got really really hot to point she had to put frozen veggies on it. She had to turn it off the night before the call. She indicated that it woke her up and the device was really hot and the skin was burning underneath it. The patient stated she had 15 min and 15 off twice. She was currently in the ER for a burn. The burn was on top of the ins site and beneath. The patient stated having incontinence which started in march and she could not get an appointment until march.

Event description:
Additional information received as patient reported the somewhat relief from incontinence and burning sensation from last time. Urology interrogation was carried out and it was found that device was on wrong settings. It was determined that intern set the program for stress incontinence rather that non-stress incontinence like they had neurogenic bladder which led to the bathroom incontinence and the burning pain. Burning pain was accidently caused by turning off the heating pad from their lower back. They did not realize that device was on the pad. Patient had to wake up due to pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.